Manufacturer narrative:
Product ID: 977a260. Serial# (B)(6). Implanted: (B)(6) 2015. Product type: lead. Product ID: 977a260. Serial# (B)(6). Implanted: (B)(6) 2015. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that about 4 years ago, it was checked by a manufacturer representative in las vegas, she told patient the wire was out of place and did all the adjusting she could. In patient's opinion, it stopped helping the pain as it is useless in helping them. Patient was told that all adjustments they did no more could be done but if patent wanted to have surgery they could put wire back in place. Patient stated it sounded like it was all patient's fault. Patient couldn't afford more surgery and if they could they would have it removed. Patient still suffering and expressed their dissatisfaction.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-sep-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 04-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient needed an MRI and didn¿t know how to enter MRI mode. Poor communication was found with and without the programmer. The patient stated she had recharged the implant 3-4 days ago but the healthcare professional noted he wasn¿t sure if the patient actually did. The patient mentioned that during a routine check-up about a year ago it was discovered that one of the leads was not in exactly the right spot. The patient explained that somehow the lead moved or was never implanted in the right spot. Troubleshooting had been done but was not successful. No patient symptoms reported.